Manufacturer narrative:
(B)(4). The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4): the device has been returned for evaluation. Visual inspection was performed and revealed a crack in the main body. Leak testing, clear passage testing and clamp function testing were performed on the device with no issues noted. The evaluation confirmed the reported condition. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cracks were observed on the light blue main body portion of the transfer set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 1 of 4.